Manufacturer narrative:
A boston scientific technical services consultant discussed the possible causes of the clinical observations and troubleshooting was performed. A revision procedure was performed and the pocket was opened. The rv lead was found to not be fully inserted into the device header and came right out during a tug test. The physician tried to re-insert the lead and tighten down the setscrews four times and still could pull out the lead even though he thought it was secured in header. It was discovered that the competitive device had a faulty header. The device was explanted and replaced. This rv lead remains in service. Insertion difficulty was noted when interfacing this rv lead to the new device. Eventually, the lead was successfully inserted into the header. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific atrial lead and this right ventricular (rv) lead with a competitive device. Shocking impedance measurements were noted to be greater than 200 ohms. No adverse patient effects were reported.